Event description:
It was reported that the doctor found noise and elevated pacing thresholds on this right ventricular lead. The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).